Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required several attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on pressing techniques to activate the button and subsequently decided to replace the pump due to the persistent issue. The customer was advised on steps for returning the defective pump and programming the replacement. Customer will continue to use current pump.